Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past several months. She noted that the keypad buttons click and spring back as expected. The family member denied physical damage to the pump; denied that the pump has been exposed to moisture; and stated that the patient wears the pump clipped in her pocket.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow and contrast button key contacts were observed to be misaligned. It was observed that the contrast button key contact was inverted. It was also observed that the up arrow, down arrows, and ok button key contacts became inverted with button presses, and that the buttons do not spring back as expected. There was evidence of keypad adhesive found under all key contacts.